Event description:
It was reported that a pt underwent a transverse colectomy on (B)(6) 2010 and suture was used. During the procedure, the needle broke at the tip when the surgeon tried to release the suture from the needle. At that time, the surgeon had grasped the needle tip. No fragment remained at the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.